Manufacturer narrative:
Reliability analysis inspected 7 opened/used sensors and performed visual inspection and found 2 of 7 sensors failed sensor was found with cannula broken ,missing broken part. Second sensor was found with insertion needle with broken needle still in sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Five remaining opened/used enlite sensors and performed bicarbonate buffer test. All 5 sensors passed per specification. With accurate readings. Unable to confirm adhesive anomaly due to sensors were returned opened/used.

Event description:
Customer reported via phone call that the sensors were damaged and the sensors would not adhere to the body. Customer's blood glucose was unknown. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.